Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, inr: 4.0, 2.7. Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 2.6, lab: 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.0, 2nd inr: 2.7, mean: 3.35, sd: 0.92, %cv: 27.44. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6, reference: 2.6, mean: 2.60, confidence limits: 1.6-3.4. Data analysis on initial precision comparison test data provided by end-user revealed precision criteria was not met. Strip lot investigation from a previous case revealed that precision criteria was met. Follow-up accuracy correlation test revealed inratio reference values are identical. Patient is anemic. Hct level is not provided. There is no sufficient information to determine the root cause of customer's discrepant result. As of 01/18/2010, ten discrepant results complaints were reported for lot #220375 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qc for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established. Donor 1; in-house (inr): 3.5, in-house (inr): 3.6, in-house (inr): 3.4, mean: 3.50, sd: 0.10, %cv: 2.86, resolution: pass. Donor 2: in-house (inr): 2.8, in-house (inr): 2.8, in-house (inr): 2.6, mean: 2.73, sd: 0.12, %cv: 4.22, resolution: pass. For each pair of replicates for each sample of strip lot 220375, mean and standard deviations were calculated. In-house test results were 2.86% and 4.22%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required.